Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information is not available from the reporter as they have refused to provide any further information. Follow up is not possible.

Event description:
Patient reported a deflation of an unknown side. It is unknown if the device has been explanted. Manufacturer of the device is unknown.